Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) replaced on (B)(6) 2015. The patient was received effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986ilc, lot# n24324, implanted: (B)(6) 2000, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 74001, lot# n226287, implanted: (B)(6) 2009, product type: adapter. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 25. The last recorded recharge session performed while the device was implanted had the default date of (B)(6) 2000 due to por. The device was recharged for 43 minutes and the battery charged from 2.005v to 3.405v. The battery discharged to the lock mode on (B)(6) 2014. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a communication problem. There was a suspected implantable neurostimulator (ins) overdischarge. Problems with recharge coupling were the primary reason for overdischarge. The ins had charged fine for months following the new implant, but had suddenly stopped communicating with the recharger a couple of months prior to the date of this report. The last successful recharging session was 1 to 2 months prior to the date of this report. The healthcare professional was going to do an x-ray to check for a flipped ins on the date of this report. A physician mode recharge was unable to be performed on the date of this report due to lack of appropriate recharger. A device flip had not been confirmed, the x-ray was taken to check the position. The cause of the poor coupling was not determined, the patient had been unable to meet with the manufacturing representative. The patient had an appointment scheduled for (B)(6) 2014 with the manufacturing representative to troubleshoot. Additional information received reported that the patient had not met with the manufacturer representative as the patient had an unrelated medical condition that was being taken care of. Additional information was received indicating that the patient had trouble recharging their ins since implant. It was suspected that they were implanted too deep inside their body causing issues with recharging. They met with their manufacturer representative who tried to get their device back up ¿on line¿. They went through a sixty minute cycle to try and bring it back up. The patient had been in the hospital for a few weeks for a non-system related issue and they were trying to get their ins back on line again. The patient was in tremendous amount of pain and had 27 surgeries on their spine since they had been (B)(6). It was stated that there were talks about replacing the rechargeable unit with a non-rechargeable unit. It was stated that the battery was at end of service ¿eos," but further clarification was made. It was stated that their battery was in overdischarge. The manufacturer¿s representative (rep) later reported they met with the patient on (B)(6) and another trickle charged was performed, but they were unable to get the battery started. The patient was referred to have the battery replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.